Event description:
It was reported that the coil cap of an infusor was found to be separated. This was observed prior to use of the device while it was still in the packaging. There was no patient involvement reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was recieved by baxter for evaluation; however, the evaluation is not yet complete. Initial evaluation confirmed the reported condition. The coiled cap had separated from the cover. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The initial evaluation confirmed that the coiled cap had separated from the cover. The cause was determined to be due to a manufacturing assembly issue. To address this issue, the appropriate personnel were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.